Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of unable to infuse is inconclusive due to poor sample condition. One distal connector from a 4 fr groshong nxt catheter was returned with a product sticker label. The lot number indicates lot: refv2012. The strain relief sleeve. Was found to be bunched inwards. The proximal connector was not returned. No clear obstructions were noted through the connector except the bunched strain relief sleeve. The connector was bisected and the internal compression sleeve was not found to be present. The inward bunching of the strain relief sleeve may indicate that manipulation of the components occurred prior to or after use. Since the presence of an occlusion could not be clearly determined from the sample provided, the complaint could not be confirmed and remains inconclusive at this time. A lot history review (lhr) of refv2012 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that during priming of the catheter connector after insertion the catheter, saline solution could not be infused. There was no reported patient injury.

Event description:
It was reported that during priming of the catheter connector after insertion the catheter, saline solution could not be infused. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.